Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-jul-2020 from the pa (physician¿s assistant) via a company representative who reported that the pa did not know specifically what/if troubleshooting had been done. They were going by what the patient was stating. The patient reported itching, spasms and irritability and the patient reported overdose symptoms, but none were documented. There was no device issue found. The patient was requesting to have the pump turned off and possibly removed. According to the pa, the plan was to wean the patient off the lioresal and just put normal saline in the pump and run it at minimum rate. No explant was scheduled now or in the future. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 96 mcg/day) via an implantable infusion pump. It was reported that the patient has received intermittent benefits from the pump and they wanted it replaced. There were no unusual refill residual discrepancies and no known environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved; the patient was alive with no injury. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). The rep reported that per neurology: there were on-going concerns that the pump had not been operating normally since it was placed in 2018. There was a desire to explant the pump as spasticity control had been erratic at best. The patient frequently experienced withdrawal symptoms, itching, spasms and irritability, then overdose symptoms when the patient felt the pump kick back in. The patient would take oral baclofen when this would occur, and would feel weak and fatigued. The patient believed their pump was not functioning correctly. According to the pa (physician's assistant), they have done troubleshooting and did not feel like the pump was functioning correctly. Neurology was weaning the patient from the pump with plans to fill with ns (normal saline) and leave the pump running atminimum rate mode. The patient was taking oral baclofen and was managing their symptoms. It was noted the issue was resolved at the time of the report, (B)(6) 2020.